Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the customer went to hospital due to diabetes ketoacidosis on unknown date. Customer¿s blood glucose value was unknown. Customer was not feeling better. Customer also stated that the insulin pump fall of while the customer was sleeping and it might have been due to tossing and turning. The insulin pump will not be returned for analysis.